Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant product: 1450t lead implanted: (B)(6) 1997.

Event description:
It was reported that there was a slight decrease in right atrial (ra) lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.